Manufacturer narrative:
Device received with blank display due to moisture damaged electronic assembly. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display.no missing full segment/black display or audio/beep anomaly noted. No moisture in battery tube during visual inspection. Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
Customer's father reported via phone call that the device fell into the cooler and was exposed to moisture. Customer's blood glucose was 64 mg/dl. Device was full of black pigments. Device was unable to troubleshoot. Device was not functioning. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.